Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in an unknown endovascular procedure on an unknown date. It was reported that the reliant balloon got stuck inside a unknown type sheath during a procedure. No additional clinical sequalae were reported and the patient status is fine.